Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not serviceable and no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported event could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to deliver energy (shock) when prompted during testing. Their device failed the user test and the service indicator was present. There was no patient use associated with the reported event.